Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. The unit was tested using a good known system and on startup, the unit displayed c-34 hf voltage which then turned into c-00 in error log. Upon visual inspection there were no issues found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered errors while using the erbe generator. The tse reviewed the system error logs and confirmed the occurrence of error c-34. Prior to calling, the user replaced the erbe with a force triad (ft) generator to continue with the procedure as planned. The tse was unable to troubleshoot since the user had replaced the erbe with the ft generator before calling. No known impact or patient consequence was reported.